Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted with an adjustable pressure valve due to hydrocephalus on (B)(6) 2018. The patient was transferred to a rehabilitation hospital for rehabilitation on (B)(6) 2018. They began to have symptoms of dizziness and drowsiness on (B)(6) 2018. It was stated the patient had a brain CT examination at the rehabilitation hospital on (B)(6) 2018, and the attending doctor at the rehabilitation department sent the CT results to the neurosurgeon at the hospital for viewing. The patient was informed that there was more hydrocephalus, and it was suggested to have the pressure adjusted.